Event description:
Patient had a hip replacement. While in pacu, it was discovered that the wrong size implant was placed in patient. The patient returned to the operating room the next day to have the components exchanged. One issue identified is that the packaging makes it difficult to read the sizes of the components.